Event description:
It was reported that the left ventricular lead dislodged. Attempts to reposition the lead on (B)(6) 2013 were unsuccessful. The lead was explanted and replaced. The patient's medical condition was good after the procedure.

Manufacturer narrative:
No medwatch form was received.